Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25160614 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they had a vasoview hemopro vh-3500 failure. A piece actually broke off of the device. Nothing fell into the patient. A new device was used to finish the procedure and no patient harm was reported.

Manufacturer narrative:
Tw# (B)(4). Corrected section- h6- device code changed to 1069.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, a piece actually broke off of the device. A new device was used to finish the procedure and no patient harm was reported.